Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site to inspect the instrument. As per the cse's instructions, the customer checked the thermal system temperature and determined that the temperatures were as expected. The cse observed that no lights were functioning on the reagent management system (rms) ultrasonics board, switched off the rms, and replaced the printed circuit board (pcb) and idler gear assembly. The cse also performed system checks, alignments and tested patient samples, resulting as expected. The instrument is performing according to specifications without the rms. Siemens is investigating the issue.

Event description:
A customer reported that there was a reagent management system (rms) issue on a dimension exl with lm instrument. The customer also reported that smoke was emitted from the instrument. There are no reports of injury or damage to property due to the smoke emitted from the instrument.

Manufacturer narrative:
The initial MDR 2517506-2018-00281 was filed 27-apr-2018. Additional information (07-may-2018): the siemens headquarter support center (hsc) reviewed the available data and determined there were no visible damage to the reagent management system (rms) ultrasonics printed circuit board (pcb). Replacement of the rms pcb resolved the issue. The cause of the smoke being emitted from the dimension exl with loci module (lm) is unknown but a faulty rms pcb is suspected. Section h6 conclusion code was updated to 63: device repaired and returned.